Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of one device opened by the account with the appropriate display box in an undamaged condition and one reload opened by the account. A video of the procedure was also received. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The needle demonstrated gouge marks at the distal end of the cone indicating that the handles may not have been fully squeezed during toggling. Engineering analysis of the video concluded that the needle was exposed to potential loading issues and then exposed to abusive conditions by the user, some of the tissue mass the user tried to pass the needle through was excessive. A pmv needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the video analysis, improper loading and use in thick tissue may have caused the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). The actual lot number of device used in this procedure is unknown. Reportedly, the account had the following lots j6b0810x and j6c1613x in stock at the time the event was reported to the manufacturer. Multiple lots reported: j6b0810x expiration date: 02/28/2021. J6c1613x expiration date 03/31/2021. J6b0810x device manufacturing date: 02/01/2016. J6c1613x device manufacturing date: 03/01/2016.

Event description:
According to the reporter: during a minimally invasive esophagectomy, (mie), the device started to become difficult to load while using 7 inch reloads. A second device was opened and the two devices were used during the case. One would be given to the surgeon to use while the other would be reloaded. There were probably 5 reloads used at this point. No more difficulty was experienced while loading the devices. The surgeon then insisted that the needle was bent in the device. It looked bent when viewed on the screen. The needle was retrieved from the abdomen and placed in a specimen cup. A few reloads later, another needle simply fell out of the jaws when the device was put through the port. It was noted that the "bunny ears" on the device were never extended when any of the needles were dropped from the device. Since two devices were on the field, the device was isolated by setting it aside. No adverse event have been reported.